Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/17/2015.

Event description:
Procedure: colectomy.according to the reporter: a piece of seal broke off and was sitting on liver bed. Piece was retrieved. Current patient status: ok

Manufacturer narrative:
(B)(4)